Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older

Event description:
It was reported that an allergic reaction occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 12 synergy stent was implanted. Post procedure, the patient felt sick and was hospitalized a few times. The patient drinks 3 to 4 gallons of water daily and exercises in order to flush his body. After 120 days the sickness started to improve. The patient believes the cause of the sickness was the polymer on the stent. No further complications were reported.